Event description:
Caller reported an alarm related to the insulin pump, specifically alarm 2 followed by alarm 26, which indicated an occlusion issue. Despite these alarms, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, the caller was guided to perform several troubleshooting steps, including disconnecting tubing, delivering boluses, and loading a new cartridge. These actions, which were meant to resolve the occlusion problem, resulted in successful bolus delivery. The customer was advised to replace any necessary supplies and continue with their insulin regimen, with a follow-up for additional assistance if needed.